Event description:
The customer reported that the trocar valve leaked during a vitrectomy procedure. The ophthalmic surgeon indicated that the patient had a choroidal hemorrhage. Additional information was requested. A product sample was not retained.

Manufacturer narrative:
Additional information. A device history record review was conducted. Five component lots were reprocessed for anomalies (possible nonconforming septum and septum damage) that could have contributed to the customer complaint. The device history record review does not point to a root cause because the component lots were reprocessed and the product released met the manufacture's acceptance criteria. A complaint history examination indicates two additional complaints were associated with the reported lot. The root cause of the customer's complaint is not known; a sample was not returned for investigation. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4)